Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 489 mg/dl. Customer stated other blood glucose value was 58 mg/dl, 201 mg/dl, 250 mg/dl, 255 mg/dl. Customer was treated with shot and bolus. Customer ended up in hospital due to bent cannula. The customer also reported that there was a leak under the adhesive. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.